Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedance values. Also, a lead safety switch was triggered, and the polarity of the lead was switched. Noisy signal over sensing was also observed, leading to pacing inhibition and a couple of two seconds pauses on the right ventricle. No syncope or dizziness were experienced. There was enough evidence suggesting the issue was related to the lead, therefore the rv lead was surgically abandoned, and a new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.